Event description:
The labor and delivery nurse tested the foley catheter balloon before insertion into patient and found it was defective. The foley catheter balloon will not deflate. A report was made to the MFR. Bard to mail shipping materials for investigation. They will then send a letter with findings.